Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and frozen display recurred. The customer¿s blood glucose was 100mg/dl at the time of incident. Customer stated that the insulin pump buttons are not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and could not confirm that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm keypad anomaly or frozen screen due to blank display.